Event description:
Holes were noted in the sucker pouch before compromising the sterility of the unit. The pack was discarded. No pt involvement or further complications occurred. No further details are available.